Manufacturer narrative:
Concomitant medical products: 4592 lead, implanted: (B)(6) 2010.

Event description:
It was reported that the patient presented in a syncopal or near syncopal state. High right atrial (ra) lead thresholds were observed for which no action was taken. The cardiac resynchronization therapy defibrillator (crt-d) was also noted to be pacing below the lower rate due to t-wave oversensing (twos) on the competitor right ventricular (rv) lead for which reprogramming was performed. The ra lead and crt-d remain in use. No further patient complications have been reported as a result of this event.